Event description:
Baxter reported, "leakage from the silicone tube." The date of how long the transfer set was in place is unk. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.